Manufacturer narrative:
Lot number updated to unknown; initial lot was incorrectly added to the complaint during intake.

Event description:
Lot number updated to unknown; initial lot was incorrectly added to the complaint during intake.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer has no returned samples and returned 1 photo, which shows that leakage occurs on septum. 2. DHR/bhr review lot#1019004 1-the products of this batch were assembled at intima ii auto line 4 in jan 2021, and packaged at r240 package line in feb 2021. Work order quantity was (B)(6) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. 5.the production date of this batch is february 2021, which has been out of the 3 years expiration date bd indwelling needle. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, and the batch has been out of the 3 years expiration date bd indwelling needle deep analysis for this complaint is unavailable, so the root cause of leakage cannot be determined.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at septum. When using this indwelling needle, bloody fluid bubbles out at the point where the needle seat exits the core. Continued observation during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.